Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood in/on helix/lobe mechanism noted.

Event description:
During the implant attempt, the physician could not get the helix to extend or retract. It was not used. During the implant attempt, the physician could not get the helix to extend or retract. It was not used. It was reported that during the implant procedure, the physician could not get the helix to extend or retract. The device was not implanted. No patient complications have been reported as a result of this event.